Manufacturer narrative:
This is a correction to the initial MDR with date of this report 27-aug-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event." A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The index procedure was performed as part of the (B)(6) global study on (B)(6) 2013. The target limb was on the left side. The protege 7x80 stent was deployed for provisional stenting due to persistent residual stenosis greater than or equal to 50%. There was 50% residual stenosis post provisional stenting. On (B)(6) 2015 instent restenosis was reported at the proximal edge of the target lesion (left sfa) with critical stenosis. The restenosis required in-patient hospitalization of 2 nights. Pta was performed on the left limb (B)(6) 2015, which was successful.